Manufacturer narrative:
The end user reported while seated in the power wheelchair being transported in a transport bus, the vehicle made a sudden stop and the end user fell. Additionally, the end user reported not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair; do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint." And "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user was seated in the power wheelchar while being transported in a transport bus.